Manufacturer narrative:
One cardiomems power cord cable was received for evaluation. Visual evaluation revealed no frayed wires on the power cord. The power cord was used throughout the diagnostic test without any issue of sparking and was determined to be functioning properly and successfully powered on unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Reported event was unconfirmed.

Event description:
The patient reported fraying and sparking at the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.